Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device was not functioning, had no rotation, had water in the housing, a failing and not functioning motor, and displayed an e6 error code. It was noted that there was moisture in the handpiece, a small dent in the housing and the temperature sensor worked properly. It was further noted that the device failed pre-repair diagnostic tests for handpiece temperature assessment, hand control assessment, noise assessment and safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.